Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis placed the synchroseal and it was driven on an in-house system. The instrument passed the engagement and recognition tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the energy delivery test. The energy delivery test was performed with various orientations of the grip tips and passed. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. No ceramic dots were missing. The root cause of the reported issue was determined to be due to non-device related factors. System log review confirmed the synchroseal instrument was last used on (B)(6) 2022 with 0 uses remaining on system (B)(4). A review of the site's complaint history was performed and no other complaints related to the product or the event were identified. No image or procedure video were provided for review. This complaint is reportable due to the following: the synchroseal instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the synchroseal instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the synchroseal may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted splenectomy the synchroseal instrument would stop sealing. The customer swapped instruments to resolve the issue. The procedure was completed using the back-up instrument. Intuitive surgical inc. (Isi) followed up with the customer. It was confirmed that there was no patient injury as a result of the reported issue. No further details related to the event were available.

Manufacturer narrative:
The synchroseal instrument was placed on the test system and passed the energy delivery test. It was confirmed that the customer did experience errors after reviewing the e-100 generator logs for high impedance. However, the issue could not be reproduced.

Event description:
Refer to h10/h11 for follow-up information.